Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed the reported error and found water ingress and contamination within the device and its internal components. Based on the evaluation results, it was determined that the device error was due to water damage and contamination in the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf148) indicating a main blower failure - hardware over temperature. There was no patient injury reported as a result of this incident.